Manufacturer narrative:
This device has been explanted and has been returned to a forgein cty, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt complained of variations in her hearing sensations which had occurred since the winter of 2006. Since the middle of may 2007 she was no longer able to hear with her device . Testing confirmed that the device has malfunctioned the pt was re-implanted on june 4, 2007. Med-el was not informed of the scheduled re-implantation until the receipt of the explant in a forgein city.